Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed. The tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, at 80% deployment, an infold was noted in the tav frame. The tav was recaptured and the dcs was withdrawn from the patient. A new tav and dcs were used to complete the implant procedure. A five-minute procedural delay was reported; however, no patient complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: 0013123807; implant date: not-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed. The tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, at 80% deployment, an infold was noted in the tav frame. The tav was recaptured and the dcs was withdrawn from the patient. A new tav and dcs were used to complete the implant procedure. A five-minute procedural delay was reported; however, no patient complications were reported as a result of this event. Additional information was received that prior to the attempted implant of this transcatheter valve, there was no misload identified during loading. Per the physician, the patient's anatomy, specifically significant calcium, contributed to the infold.